Event description:
It was reported that the ventilator had a blank screen. Reportedly, after powering on the unit the screen remains blank and within seconds the alarm light emitting diode (led) flashes and the unit starts to alarm. There was no patient involvement. The customer troubleshot with technical support and reported that the power management (pm) board was replaced, liquid crystal display (lcd), user interface (ui) board and cables were switched however the issue continued. The customer verified that the power supply was providing 24 volts. The customer was advised to replace the central processing unit (cpu) board. Upon follow up with technical support the customer reported that the cpu board was replaced to address the reported issue. No further information was provided.